Event description:
It was reported that when the implantable port was being removed, the catheter broke and part of it remained lodged in the superior vena cava. Vascular surgery was required to remove the catheter. No adverse patient effects were reported.

Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.